Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed a stretched outer coil, located at the proximal end of the returned lead segment; only the distal segment was received. Resistance tests were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead was returned severed. The lead underwent and passed resistance measurements testing and inspection showed no conducted issues. The high capture thresholds allegation was not confirmed.

Event description:
It was reported that during the attempted implant of this right atrial lead, measurements through the psa were unstable and unacceptable. Reportedly, the pacing threshold was higher than 5.0 and the lead ultimately removed and replaced following several repositioning attempts. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, measurements through the psa were unstable and unacceptable. Reportedly, the pacing threshold was higher than 5.0 and the lead ultimately removed and replaced following several repositioning attempts. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects.

Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, measurements through the psa were unstable and unacceptable. Reportedly, the pacing threshold was higher than 5.0 and the lead ultimately removed and replaced following several repositioning attempts. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects.